Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article discussing the performance of defibrillation threshold (dft) testing at the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, that 8 patients had first ambulatory shocks that were ineffective and did not convert the arrhythmia. Of the eight, one patient recovered after cardiopulmonary resuscitation (CPR) and external shocks, and one patient died. The article found no statistically significant difference between the patients that did undergo dft testing at implant and the patients that did not, as related to ineffective shocks. The article also noted that 52 of 566 patients did receive inappropriate shock therapy from the device, due to atrial fibrillation (af), t-wave oversensing, myopotentials, and other noise issues. No other device or patient complications were reported in the article. Forleo, giovanni b., et al. (2021). "Subcutaneous implantable cardioverter-defibrillator and defibrillation testing: a propensity-matched pilot study." Heart rhythm, vol -, no -, - 2021. Https://doi.org/10.1016/j.hrthm.2021.06.1201.